Event description:
It was reported that during implant of the atrial lead, there was difficulty inserting the lead into the header of a new pulse generator. The device was replaced and the lead was successfully inserted. The lead was successfully implanted.